Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned -reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-055-user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 23-nov-2021 to ensure the customer¿s initial concern was resolved - able to establish contact with customer. Customer stated initial concern has been resolved and no further assistance required.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer, her five year old daughter. The customer is concerned with test results from results obtained of 103 and 105mg/dl and from meter to meter comparison of results of 103mg/dl using true metrix meter and 190mg/dl using another device. The customer¿s expected pm fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/14/2023 and open vial date is (B)(6) 2021. Customer stated the first two meter memory results of 40 and 96mg/dl are her results, not the customer's. The meter memory was reviewed for previous test result history: (B)(6).